Event description:
Reportable based on device analysis completed on (B)(6) 2023. The returned device evaluation revealed there was a burst in the infusion line. It was reported that the catheter could not be activated and an error code was noted. This jetstream xc catheter, 2.4mm, EU was selected for use in an atherectomy procedure. The catheter was successfully primed, then when pulled over the non-boston scientific guidewire and saved in the pod, the catheter could not be activated. Additionally, a grd2 error was noted at that time. Troubleshooting was performed without success; therefore, a new catheter was used, and the procedure was completed. There were no patient complications. The catheter was returned for analysis.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.4mm jetstream xc atherectomy catheter was analyzed for damage. The device showed buckling/kinks located 36cm and 1cm from the tip. The device was connected to the jetstream console per the instructions for use and was tested for any issues or errors. The device primed as designed. The guidewire was then inserted into the guidewire holder on the control pod; however, it did not function as designed. The guidewire was readjusted in the guidewire holder, and the motor was heard; however, no tip rotation was noticed. The control pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the blades would stop. Additionally, the device showed a burst infusion sheath and leaked fluid from the burst area of the catheter. Inspection of the remainder of the device showed no other damage or irregularities. Device analysis confirmed the clinical observations and also found a burst infusion sheath.